Manufacturer narrative:
(B)(4): brief description of complaint: the black coating on the blade had split and started to separate away from the blade. Nothing detached from the device or fell into the patient. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ 3.0s ¿ product number: ps210-030s ¿ lot number: 0211057870 ¿ expiration date: 26-apr-2019 ¿ quantity returned: 1 visual inspection: testing performed: ¿ device packaging inspection: ¿ one returned plasmablade¿ 3.0s device with locking mechanism was received inside a (B)(6) shipper box not within a biohazard bag with paper to fill the negative space. ¿ the display box and tyvek lid were returned; the device information was confirmed against the information listed within gch from the display box and the tyvek lid. ¿ there was no paperwork provided. ¿ device visual inspection: ¿ the device is used with blood on the handle, nose, finger grip and the electrode. ¿ there is blood and other biological fluids present along the inner shaft. ¿ the suction tubing contains dried blood. ¿ the electrode insulation coating is damaged, peeling and scratched with an accumulation of excessive eschar buildup on the electrode which visually relates to the reported complaint description, all other components appear in place and intact, figure # 1 thru figure # 4. ¿ additionally, the heat shrink is damaged, scratched, melted and detached from the shaft, with an accumulation of excessive eschar, tissue and coagulum buildup inside the heat shrink, which is consistent with the improper use and cleaning, such as with an abrasive material, scratch pad, figure # 1 thru figure # 4. ¿ the suction opening is clogged with excessive tissue and coagulum buildup, which can cause diminished device performance, figure # 5, figure # 6. ¿ the damage to the electrode insulation coating and heat shrink renders the device inoperable, unsafe for use and impedes functional inspection. Functional inspection: the functional inspection portion of this complaint was not performed due to the damage of the electrode insulation coating and heat shrink. Lhr review: a review of the lhr for lot # 0211057870 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. Insufficient cleaning and use of the device can cause tissue, coagulum and eschar buildup on and around the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade and the electrode insulation coating can be compromised. This complaint will be tracked and trended in gch. Reference documents: ¿ 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices ¿ 31-10-1369 rev. K - product specification and quality plan - plasmablade¿ 3.0 ¿ 70-10-1452 rev. B - peak plasmablade¿ 3.0s - locking mechanism - IFU ¿ 61-10-0017 rev. H - device button tactile test procedure test equipment: the functional inspection was not performed as the complaint was confirmed via visual inspection; therefore, no test equipment was utilized. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Towards the end of a breast oncology case, the surgeon reported the coating on the device tip was split and started to separate from the blade. Nothing detached from the device and there was no impact to the patient. Additional analysis finding that the heat shrink is melted and detached from the device shaft.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Towards the end of a breast oncology case, the surgeon reported the coating on the device tip was split and started to separate from the blade. Nothing detached from the device and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.